Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: I have been informed today by a nurse that sometimes, it can happen that our clip applier does not deliver the clip when the trigger is squeezed. She mentioned that the surgeon squeezed several time the trigger and no clip came. He squeezed once, twice and then at the third time, a clip came. Unfortunately, she can not say when this happened and no clip applier has been kept for investigation. Additional information received from applied medical representative via email on 20dec23: the trigger could be moved as normal. The third clip came and seat properly into the jaws. Patient status: patient ok. Intervention: they continue to use the same clip applier.

Event description:
Procedure performed: lap cholecystectomy. Event description: I have been informed today by a nurse that sometimes, it can happen that our clip applier does not deliver the clip when the trigger is squeezed. She mentioned that the surgeon squeezed several time the trigger and no clip came. He squeezed once, twice and then at the third time, a clip came. Unfortunately, she can not say when this happened and no clip applier has been kept for investigation. Additional information received from applied medical representative via email on 20dec23: the trigger could be moved as normal. The third clip came and seat properly into the jaws. Patient status: patient ok. Intervention: they continue to use the same clip.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.